Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying inaccurately high readings compared to her feelings or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred during (B)(6) 2013 "all day." The patient alleged obtaining readings of "308, 334, 358mg/dl" on the lfs meter. The patient reported using self adjusting insulin to manage her diabetes to manage her diabetes. The patient reported on (B)(6) 2013 she had something more to eat or drink than usual. The patient reported on an unknown time she developed symptoms of feeling "shaky and hard to concentrate." The patient denied receiving any treatment in response to her alleged symptoms. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing and the patient's test strips were in good condition. However a control solution test was not run due to the patient not having any supplies during the time of the call. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.